Event description:
On 7/27/2023 cindy campbell, employee of intuvie, received a call from l.s., patient of nazha cancer center- galloway, and the following support call notes were documented: pt's pump somehow powered off during the night but still has the resume infusion option. We were able to get it going but with a rate of 3.4ml/hr she has 2.5 days remaining. Husband is not sure if she powered it off or if it malfunctioned.I asked him to call the facility as her disconnect is tomorrow but she has a lot of medicine left. He said they will deal with it tomorrow when he takes her in for her appt. I wanted him to reach out as I wasn't sure if you needed to adjust her appt time.current vtbi: 205.7no further details obtained. Infusion took place at home. Patient involved. No patient harmed. Unsure if device will be returned. Facility was emailed on 7/27/2023 to see if the pump will be returned.on 7/28/2023 margee, facility contact, emailed the following response: hi cindy, so the patient is very confused today. She has a lot of anxiety. I really feel like she is pushing on the buttons. The pump seems perfectly fine. Let me know if you still want it sent back. It doesn't seem to be malfunctioning at all. Thank you margeeto add to that, when cindy spoke with the patient's husband by phone he had felt the same (that she was randomly pushing buttons and most likely powered it off herself). So, the pump will not be returned as they feel it is operating normally.on 7/27/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.